Manufacturer narrative:
Concomitant medical device: addr01 ipg implanted (B)(6) 2016.

Event description:
It was reported that the right ventricular (rv) lead was causing pocket muscle stimulation. It was also reported that the lead had no capture or sensing and low impedance. The lead was capped and replaced. No further patient complications have been reported asa result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.